Manufacturer narrative:
Dried body fluids. Evaluation summary: the analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fedt the clips. The anti-backup was non functional. Upon disassembly of the instrument the feedbar was found to be bent at the tip and disengaged from the feedbar driver. The anti-backup teeth were found to be worn out. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cystectomy procedure the device stopped working with four clips left. Another device was used to complete the case with no patient consequence.